Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach. During sheath insertion, the sheath interacted with some chunky calcium in the right common iliac artery and resistance was felt. The initial esheath was removed and 16f dilator was inserted to pre-dilate. A second 14f esheath was prepared and inserted without any issues. The commander delivery system and valve was inserted and deployed with no complications. There was no patient injury or harm. The patient was discharged to recovery. Per the imagery provided, distal tip torn was noted.

Manufacturer narrative:
The investigation is ongoing. The device was not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: 3mensio imagery reveals presence of tortuosity and calcification in patient's right access vessel. Sheath distal tip torn radially, along the distal edge of liner. Scratches on sheath shaft. Soft tip damage. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed by provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''14f esheath inserted over extra stiff guide wire. The sheath transition interacted with some chunky calcium in the right common iliac artery and resistance was felt. The initial esheath was removed and 16f dilator was inserted to pre-dilate.'' Per imaging evaluation, calcification and tortuosity are present in the patient's right access vessel. Scratches were also observed on the sheath shaft, which can be indicative of presence of calcification in the access vessel. Additionally, distal tip tear and soft tip damage were noted on the device. Per the training manual, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.'' Tortuosity can cause sub-optimal angles for sheath insertion, which may cause resistance. Calcification can create a constrained condition and further contribute to resistance. Additionally, interaction with sharp calcified nodules may cause the observed soft tip damage and sheath shaft scratches. Excessive manipulation and high push force applied to overcome resistance may exacerbate the interaction between the sheath tip and challenging patient anatomy, resulting in the observed distal tip tear. As such, available information suggests that patient factors (tortuosity, calcification) and procedural factors (excessive manipulation, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.